Manufacturer narrative:
The valve remains implanted and was therefore not returned to edwards for evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the pvl is unknown but was like caused by patient factors (calcium nodule). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the patient developed paravalvular leak (pvl). A second valve was implanted. Initially, the case started off with an htl valve. After experiencing difficulties with this valve, the physicians retrieved the htl valve and decided to opt for a sapien 3 valve. A 26mm sapien 3 valve was implanted in a 90:10 aortic position, resulting in moderate to severe pvl even after adding 2.5cc to the nominal volume. A second 26mm sapien 3 valve was implanted inside the first s3 valve in a slightly more ventricular position to the first. A few hours post op, echo confirmed the patient¿s pvl had reduced to none. The pvl was perceived to have been caused by a calcium nodule.